Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire. In addition to the foreign object clogging the nozzle, other evaluation findings are as follows: the bending tube was deformed, the adhesive on the bending section cover was chipped and cracked, the control unit was discolored, air/water supply and the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesives around the objective lens and the light guide lens had white clouded areas, the plastic distal end cover had a burn, and there were scratches on the connecting tube, switch#3, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had an angulation failure. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.